Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured in section as the customer's weight was not provided.

Event description:
The customer reported that she obtained a difference of over 70 mg/dl between blood glucose readings obtained on the contour next meter and contour next ez meter. No specific readings were provided. There was no allegation of an adverse event alleged. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. The suspected contour next meter and contour next test strips were not returned. Therefore, the returned meter and the in-house contour next meter were tested with the in-house contour next test strips from lot # 9cpef01a using a blood sample, which gave a satisfactory performance.